Manufacturer narrative:
B3: date of event is unknown. B3. The date received by manufacturer has been used for this field. Initial reporter email: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes erroneous results were obtained. The following information was provided by the initial reporter: following a blood sampling campaign using bd vacutainer sstii advance tubes, reference 367957 lot 2314118 exp date 2024-05-31, we encountered completely erratic total protein levels in the sera obtained. The tubes were processed in the same way as usual for our sampling campaigns (sampling/agitation/wait 30 min and centrifugation), but the sera obtained were unusable for us, with suspect values for several parameters in 30 individuals whose recent history (less than 2 months) was known. Edta tubes were taken at the same time and the values were correct. Could you tell me if you had any problems with this batch number? What could be the cause?

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes erroneous results were obtained. The following information was provided by the initial reporter: following a blood sampling campaign using bd vacutainer sstii advance tubes, reference (B)(4) lot 2314118 exp date 2024-05-31, we encountered completely erratic total protein levels in the sera obtained. The tubes were processed in the same way as usual for our sampling campaigns (sampling/agitation/wait 30 min and centrifugation), but the sera obtained were unusable for us, with suspect values for several parameters in 30 individuals whose recent history (less than 2 months) was known. Edta tubes were taken at the same time and the values were correct. Could you tell me if you had any problems with this batch number? What could be the cause?

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to erroneous results were observed. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to confirm the customer¿s indicated failure mode (erroneous results-total protein) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retention and control samples were acceptable in terms of both precision and accuracy. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to erroneous results were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue.